Manufacturer narrative:
Other - for stent herniation into the aneurysm. Currently, there are no further details to report.

Event description:
At a peer review conference, the following event was reported. The pt presented with vision loss and the cause was determined to be a large, wide-checked paraophthalmic aneurysm. The stent system was delivered to the target lesion, and the stent was deployed without issue. However, the distal part of the stent was noted to be partially prolapsed into the aneurysm. Four coils were placed into the aneurysm successfully but the fifth coil was reported to become caught. It was not disclosed what the coil became caught on and or what action was taken to release the coil. Two months post procedure, a second stent (non-boston scientific) was placed across the neck of the aneurysm.